Event description:
Additional information received reported the company representative had not heard from the patient after re-programming. The company representative thought that the patient was "doing ok". Additional information received reported that there were no anomalies seen in the extension of the wires of the left ins. It was noted that it was hard to visualize on the x-rays that were taken. It was stated that the ins's appeared to be implanted "lower than usual and upside down, but notflipped". It was stated that there was no indication that there wasn¿t enough slack, or strain relief.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the left stimulator did not work and the patient had issues with it. The left stimulator was providing no benefit. The patient had return of parkinson¿s symptoms in ¿severe form¿ on her right side for couple weeks. Reprogramming the device did help relieve some symptoms but not 100%. It was noted that the patient was at 80% relieve prior to replacement surgery. The patient increased the stimulation with her patient programmer but she did not have the same relief as prior to the replacement surgery. Additional programming was done on (B)(6) 2013 and it ¿did improve patient¿s reduction of symptoms to about 85%.¿the patient was having ¿a lot more sinement to compensate for what the battery did before.¿ the patient had to get up during the night to take medications since (B)(6) 2013. It was noted that the patient could not sleep through the night like she used to. During the evening, the patient was fidgety. It was suspected that the set screws at the header block were not tightened down on contact 1. Different contacts and different combinations of setting had been tried. The setting that the patient was currently at was the ¿best.¿ it was also reported that the patient developed pneumonia at the same time of replacement surgery in (B)(6) 2013.

Manufacturer narrative:
Product ID: 37602 lot# serial# (B)(4), implanted: 2013 (B)(6), product type implantable neurostimulator product ID: 3389-40 lot# j0421709v, implanted: 2004 (B)(6), product type lead product ID: 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3389-40 lot# j0428294v, product type lead product ID: 748251 lot# serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the x-rays were inconclusive. The device was reprogrammed using alternative contacts and the patient improved quite a bit. She was going to be checked in a few weeks to see how she was doing.

Event description:
The patient developed pneumonia and complained of increased parkinson's disease symptoms on the right side following bilateral ins replacement. Following interrogation of the devices, the right device was normal but the left device showed an open circuit of greater than 40,000 ohms with all contact 1 settings. Her device was programmed with +c, -1. A chest x-ray was performed to diagnose the pneumonia, so it will also show if there is any device damage. It was noted that contacts 0 and 2 will be tested to see if they provide satisfactory control. The company representative was going to see the patient and view the x-ray on (B)(6) 2013. Additional information has been requested. Reference manufacturer report# 3004209178-2013-07062.